Manufacturer narrative:
The device returned for evaluation was reviewed and it was confirmed that the fiber was broken in two places as described by the complainant. Upon review, the laser fiber did not exhibit any manufacturing defects or inconsistencies. It was noted upon review of the rfid information that the laser fiber was utilized for four uses consistent with information received from the customer, which provides objective evidence the laser fiber was at least operating as intended prior to the breakages observed occurring. It is recognized that all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. It is likely the root cause of the breakage related to the handling of the laser fiber, such as a mechanical force placed on the unit which resulted in the breakage. It is possible to state this damage was not likely to have been caused by any factor related to the manufacturing of the device.

Event description:
A holmium fiber was reportedly defective. The customer stated they, "tried to use the fiber that had been used 4 times but no laser emission came out of that fiber".